Event description:
Customer reported receiving a failed battery test alarm on the insulin pump when changing the battery. Customer's blood glucose reading at the time of the call was 265 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No failed battery alarm noted. Unit received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.